Event description:
It was reported that during a da vinci-assisted surgical procedure that the single port (sp) monopolar curved scissors (mcs) tip cover came off when dissecting a pedicle. The sp mcs tip cover had a gap between the instrument tip and sheath. The rubber reportedly came off, but the blade set stayed on. The surgeon spent 15 minutes finding the sp tip cover. Reportedly when the surgeon had experienced a loose sp mcs tip cover, the instrument was replaced with a new sp mcs instrument and tip cover. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port (sp) monopolar curved scissors (mcs) tip cover for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.